Manufacturer narrative:
Device evaluation: results of investigation: the failure analysis lab (fa lab) received the suspect component. The suspect device was visually inspected and found that the air ID was missing, g4 and f4 tubing was disconnected. The originally reported issue could not be investigated as related components were not returned properly. The customer returned the gas delivery engine (gde) as they suspected water damage as well. Through visual inspection and testing, there was no water damaged identified on throughout the gde. During testing, an additional finding was discovered unrelated to the originally reported issue as the gde would fail o2 sensor calibrations during the extended systems test.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported that avea ventilator is alarming "loss of air". The device was evaluated and found water in the transducer (xdcr) printed circuit board (pcb). The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.